Event description:
On (B)(6) 2022, the patient underwent a heartmate ii to heartmate 3 pump exchange. The system controller was noted to have a defective insulation on the black power cable from daily wear. Part of the insulation was temporarily fixed with rescue tape, and the system controller was exchanged during the pump exchange. Related MFR #: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm damage to the driveline that could have contributed to the suspected short to shield as the entire driveline was not returned for evaluation. Review of the log file provided by the account confirmed driveline fault alarms and low speed events. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The pump, (B)(6), was returned fixed and assembled with the driveline severed approximately 1.5 inches from the pump header. Approximately 25.5 inches of the distal portion of the driveline was returned with the pump. The remaining portion of the driveline was not returned. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump inlet port. The sealed outflow graft was returned attached to the pump outlet port. The outflow graft bend relief and the bend relief collar were returned detached from the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate layer had a brown discoloration from 0-8 inches from the controller connector, and a blue discoloration from 8-14 inches from the controller connector. The metal braided shield was unremarkable. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. The account submitted 3 x-ray images of the patient¿s driveline for review. These images appeared to be unremarkable. No areas of concern were observed. The submitted log files captured a long string of driveline faults in phase b accompanied by yellow wrench advisories throughout the event history. Although no damage was found in the returned portions of the driveline, approximately 11 inches of the midsection of the driveline was not returned for investigation. Therefore, it cannot be conclusively determined as to whether there was wire damage on the midsection. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the clinic connected to the power module and after some minutes the pump was unable to maintain the fixed speed. The patient was known to sleep on batteries and reported that they did not experience any alarms while at home. A review of the log files found a massive increase in resistance of the green phase after connecting to the power module. Pump parameters increased to measured high flow and "+++" was displayed. The power measurement was over 20 watts. A driveline fault and replace system controller alarm occurred, and the pump could not maintain the fixed speed some minutes later. The patient was put back on battery support and the alarms resolved and pump parameters went back to normal. A short-to-shield was suspected, and driveline x-rays were planned to be obtained. There was no visual damage to the driveline. On (B)(6) 2022, further troubleshooting was performed in order the localize the driveline issue. The patient was connected to the power module at about 14:05 and the external portion of the driveline was manipulated without triggering any unexpected behavior. The patient also performed several movements of the torso, with no power increases or pump stops observed. Troubleshooting was stopped at about 14:20, and the patient was connected back to a non-grounded cable.